Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on 09feb2017, which showed the instrument test well image in question to be unexpectedly negative, which was consistent with the unexpectedly negative instrument output.

Event description:
On 09feb2017, a (B)(6) customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument, when tested on (B)(6) 2017.